Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D6, h4: the information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a left implant with worn polyethylene, resulting in the revision procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "left implant, worn pe." Product description: dur mar 10d liner 28idx50od, product code: 122028150, lot no: 9883206, quantity of manufactured: (B)(4), date of manufacturing: 02-sept-2021, expiry date:- 31-aug-2026, IFU reference: 78404002. A manufacturing record evaluation was performed for the finished device product description: dur mar 10d liner 28idx50od product code: 122028150 lot no: 9883206, and no non-conformances / manufacturing irregularities was identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4), 2) date of manufacture: 02-sept-2021, 3) any anomalies or deviations identified in DHR: none., 4) expiry date: 31-aug-2026, 5) IFU reference: 78404002, device history review: a manufacturing record evaluation was performed for the finished device product description: dur mar 10d liner 28idx50od product code: 122028150 lot no: 9883206 , and no non-conformances / manufacturing irregularities was identified. Corrected: h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: it appears the lot number was entered incorrectly into the hospital system. The implant date is accurate; the correct lot number cannot be determined.